Manufacturer narrative:
Due to character limitation in e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had jack input malfunction as it does not detect pressure. There was a patient involved but no harm was reported.

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The problem was confirmed directly on site. Troubleshooting check performed. Fault detected on the external pressure connector on the board side. Front end board (d670-00-1164) was replaced. Functional checks and diagnostic tests. Regular functional tests. Repair completed. The device has passed all performance and safety tests according to manufacturer's specifications. The device has been returned to the customer and authorized for clinical use.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had jack input malfunction as it does not detect pressure. There was patient involved however, no adverse event reported.